Manufacturer narrative:
(B)(6). Date of postoperative plate breakage and nonunion, infection development is unknown. This report is for three (3) unknown 3.5mm cortex screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Originally implanted on an unknown date of (B)(6) 2014. Complainant device is not expected to be returned for manufacturer review/investigation. (510k#): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal and revision on (B)(6) 2017 due to broken wrist fusion plate, nonunion and infection. Hardware was originally implanted on an unknown date of (B)(6) 2014. The patient is reported to have presented to the surgeon with a broken plate, thus leading to the hardware removal being scheduled. The surgeon removed one (1) wrist fusion plate, one (1) distal radial plate, seven (7) 2.7 mm cortex screws and three (3) 3.5 mm cortex screws, and replaced the hardware with a k-wire fixation including an unknown quantity of k-wires and an antibiotic cement for infection. It was also reported that fragments were generated from the broken wrist fusion plate and were retained in the patient. Procedure was completed successfully without any surgical delay. Patient¿s outcome reported as okay. This report is for three (3) unknown 3.5mm cortex screws. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
No product was returned. Us customer quality (cq) conducted the investigation based on x-ray provided. X-ray provided showed no product defect and the complaint of infection/non-union could not be confirmed. Whether this complaint could be replicated is not applicable because the device was not returned. Since no product defect was found, no further investigation will be conducted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.